Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient wasn't sure that the pump was working to manage her pain. The patient felt that the pump may have helped initially. The patient wanted the pump removed. The healthcare provider reduced the amount of drug being delivered. The patient changed her mind; the pump remained implanted and was refilled. The patient was experiencing pain in the lower back but felt this could be due to "new findings". The patient reported that the pain was in the lower back and down and "it feels like her bottom half isn't connected to her body". The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information is being requested from the hcp, a follow-up report will be sent if additional information becomes available.